Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, sparks were observed from the neptune rover power plug when the unit was activated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The technician did not observe any sparking conditions from the rover. However, the outer sheath of the power cord assembly was damaged, exposing the inner wire insulation. The inner wire insulations were fully intact, and there were no exposed bare wires. The power cord assembly was replaced and the rover was returned to use.